Event description:
It was reported that the patient presented in hospital for an unrelated procedure and it was noted that the patient had received inappropriate high voltage therapy. It was reported that the patient has a history of atrial fibrillation with rapid ventricular response. In this case the shock converted the af and the ventricular rate returned to sinus.